Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited intermittent capture and electrocardiogram anomaly. No resolution was performed. The patient condition was unknown.